Event description:
It was reported that there was a tool malfunction.

Manufacturer narrative:
Dentsply sirona became aware of a malfunction with insufficient information. It is unclear whether the malfunction could have possibly caused or contributed to a serious injury.product return and additional information is requested and will be evaluated after receipt. In case any new or additional information will be gained a follow-up report will be sent. Trend is tracked and monitored.